Event description:
Consumer stated: this last snoreguard was only about 3 weeks old when it broke. I would hope that paying (B)(6) for one, it would last more then 3 weeks. He has been using a snoreguard for about 8 years (not the same guard over that course of time) previously, he was using a mouth guard from the dentist, which are very costly.